Event description:
Caller tested 2.6 inr on the coagucheck system while a comparison lab returned as 1.6 inr. Caller states he continued with the same coumadin dose based on his meter result. Two weeks later the caller reports having a pulmonary embolism; caller was treated with an increased dose of coumadin as well as injections of lovenox. Requested return of suspect system, however caller no longer has the test strips; replacement was sent.